Manufacturer narrative:
Internal complaint number: (B)(4). Device evaluation determined that the issue was due to inadvertent use of excessive force.

Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that the metal component of the pump stem was broken off when the physician was attempting to detach the catheter lock in order to connect a new catheter and new catheter lock to the pump stem. The physician noted that the issue was not a malfunction of the device. The pump was subsequently explanted.